Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 425 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include headache, frequent urination and thirst. Once at the hospital the pod was removed. The patient was monitored. The patient was treated with an insulin drip. The patient was discharged from the hospital after 11 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed. The pod functioned as intended.